Event description:
Traditional 2 stage surgical procedure. The pt had poor oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited the dentist on may 27th, but were unable to obtain any add'l info. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior. See scanned pages.